Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 50 mg/dl. Customer states they treatment for low blood glucose and declined troubleshooting for low blood glucose due to stress. Customer states they did self-test and it passed. Customer stated that the insulin pump had motor sounds week and feels like it barley runs. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. No drive motor anomaly noted. The test blood glucose meter communicates properly to the pump noted.